Event description:
As reported: lead was explanted due to an unspecified infection. It remains unknown if the leads are related to the patient's reported infection.

Event description:
Updated information indicated that the lead was capped due to an unspecified infection. It remains unknown if the lead was related to the patient's reported infection.